Manufacturer narrative:
Follow-up report #1: additional information - 10/13/2016. Device evaluation of electrode belt sn (B)(4) was completed. The cause for the ECG fall-off failure was isolated to a shorted u723 mux on the distribution node pca. The root cause for the shorted u723 component could not be positively identified. Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed the ECG fall-off test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it had non-functional ECG electrodes.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed the ECG fall-off test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it had non-functional ECG electrodes.